Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run log for the questioned sample was reviewed. Run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506531. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 and its components was performed, and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 identified three additional complaints related to the reported issue. Two of these tickets are being independently investigated. The other ticket is currently being resolved through troubleshooting. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506531 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer states that they recently have found 1 sample that generated a positive result on the realtime sars-cov-2 assay but was not detected on 3 other platforms. Customer states that the realtime result was detected as positive with a late cycle number. The customer mentioned that the sample was sent to another laboratory and was run on 3 other platforms including thermofisher and geneexpert, which generated a not detected result. Molecular application specialist (mas) analyzed the run log and observed that the control has passed without errors. The questioned sample has a weak amplification/ late rise amplification of the target and the internal control is a strong sigmoidal amplification curve. As the result was tested negative by 3 other platforms, patient result was reported as negative. Suspect realtime result was not reported outside the laboratory, therefore, had no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.